Event description:
During surgical removal of right lower extremity external fixator; open reduction internal fixation right tibial plateau, a cortex bone screw from the synthes small locking fragment set broke off in the patient's right tibial plateau. Unable to retrieve fragment.